Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that post treatment procedure the patient experienced target vessel revascularization. In (B)(6) 2014, the 99% stenosed, 15cm in length, de novo target lesion was located in the left superficial femoral artery (lsfa) with a reference diameter of 5mm. The lesion was pre-dilated with a lutonix drug coated balloon. The target lesion was treated with a jetstream&#59393;therectomy catheter from 0cm to 24cm lengths. Residual stenosis was 0% and normal flow was achieved. The basket had no flow that reversed with retrieval of the filter. The outflow was preserved. In (B)(6) 2015, the patient presented to the hospital for peripheral catheterization. Clinical assessment showed bilateral sfa disease, right intermittent claudication (ic) rutherford 2, right abi 0.67 left ic rutherford 3, left avi 0.69 consistent with restenosis. Duplex ultrasound showed lsfa restenosis. The patient underwent a successful percutaneous transluminal angioplasty (pta). The proximal left sfa lesion had a tubular 80% lesion and was treated with a 5.0x40 non-bsc drug-coated balloon. Final residual stenosis was 0% and normal flow. The mid-sfa lesions were treated with pre-dilation and placement of a 5.5x120 non-bsc bare metal stent. Final residual stenosis was 0% and normal flow was achieved. The patient reported left foot sensation restored and no rest pain. The patient was discharged the following day.